Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. No patient consequence following this issue, immediate observation of the deformation of the tip of the trocar before the use and device replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a laparoscopic appendectomy, the end of the trocar is blunt. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent; 6/2/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12lt device was received with the tip of the sleeve damaged melted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022 h10 - statement included in error: "attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent." The device was returned.